Manufacturer narrative:
The failure investigation has been completed and the alleged power charger issue was verified. However, the battery issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wall adapter was not charging the pump. Additionally, it was reported that the pump battery would not hold a charge. The customer's blood glucose level was 115 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.